Event description:
It was reported at a follow-up appointment, it was observed that this left ventricular (lv) pacing impedance was elevated and out-of-range (greater than 3,000 ohms). Boston scientific technical services (ts) was contacted to discuss potential troubleshooting options. At this time, this lv lead remains implanted and in-service. No adverse patient effects were reported.